Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, d10, g3, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure of deformation of outer tube and cuts in the cable unit was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for the image too dark or illumination not consistent, no device problem related to this event was found. The cause could not be determined. The most likely cause is a temporary contact failure due to deposits on the electrical contacts of the connector. Also, the cuts in the cable unit was caused by a component failure of the cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a cut on the cable and the image was presenting too dark. There were no reports of patient harm.

Event description:
It was reported that the subject device had a cut on the cable and the image was presenting too dark. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.